Manufacturer narrative:
An event patient effects of stroke and death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. This complaint was reviewed by an abbott engineer. Based on the information received, the cause of the reported stroke could not be determined. The reported death occurred after the patient was intubated and life support was withdrawn at the family's request. The reported unexpected medical intervention was a resulted of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was selected for implant using a large flexnav delivery system. The patient's condition prior to procedure was normal with moderate calcium. The navitor as sized using computed tomography (CT) and 3mensio. The navitor was implanted via subclavian access due to unsuitable femorals; no attempt to gain access femorally was performed. The navitor was implanted at 3mm with good results and no implant complications; "procedure went well." No insertion difficulties were reported; no advancement difficulties were reported; no vascular difficulties were reported. Post-implant, the patient developed stroke. The physician alleged that the contrast used during procedure was the cause of the stroke during recovery. On (B)(6) 2025, the patient passed. The patient's passing was classified as not device related.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.